Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this brady lead was not successfully implanted due to a unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this brady lead was not successfully implanted due to a unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported. Additional information was received from the lead that the left ventricular (lv) lead was not successfully implanted due to patient anatomy and no specific allegation was noted.